Event description:
It was reported that the ilet exhibited a charging problem while on the charger, showing a solid green light yet intermittently stopping charge, and the user experienced hyperglycemia with a blood glucose of 300 mg/dl. The issue was associated with the battery charger component, and the user was advised to try a different outlet, after which charging resumed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.